Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the displacement and self tests. No missing segments, partial display or blank display anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the small black squares within white screen was missing. Customer states the display returned to normal. Customer states the pump was neither dropped nor bumped. Customer stated that insulin pump gave black screen every now and then they did the self test and it was passed. Customer stated that during the call, it gave a black screen again and it was happened several times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.